Event description:
Arjo received the allegation that the patient nearly fell from the ceiling lift. No injury occurred. The customer was visited by the arjo service technician. The maxi sky 2 ceiling lift was inspected, and no malfunction was found. All functions operated correctly, and the device passed the load test. After discussion with the customer, the technician noticed that the sling used with the lift was of a highly inappropriate size ¿several sizes too large. It was already recommended to reevaluate the sling used with this patient.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Manufacturer narrative:
Based on product knowledge, when the sling is two sizes too large, there is a risk that the person may slip. The instructions for use dedicated for slings (IFU, 04.sc.00) include the information how to select the sling size. ¿1. Measure from the patient¿s coccyx/seat to top of the head. 2. Measure the patient¿s low hip circumference. 3. Follow the sizing chart below to pick the correct size.¿ IFU state also ¿the right type and size of slings should be used after proper assessment of each patient/resident¿s size, condition and the type of lifting situation.¿ ¿warning to avoid the patient from falling, make sure to select the correct sling size according to the IFU.¿ the claimed issue resulted from the use of a sling that did not match the patient¿s size requirements. No deficiencies were identified in the ceiling lift or sling; both met their specifications. They were used as a system for patient transfer and therefore played a role in the incident. This complaint decided to be reportable due to the allegation that the patient nearly fell from the sling.